Event description:
It was reported that post chronic catheter implant, several small cracks were noted on the outer silicone lumen of the device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.